Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a cracked mainbody and broken occluder foot beneath the white twist sleeve. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to the leak through closed twist clamp. The cause of the leak was due to the broken occlude foo. The reported condition was verified. The cause of the damage could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of a minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was in use for about two (2) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.